Event description:
It was reported that the atrial lead exhibited over-sensed noise. A lead fracture was suspected. X-ray imaging showed that the atrial lead was no longer positioned on the atrial appendage and had no slack. The lead was capped and replaced on(B)(6)2023. The patient condition was stable.